Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. No unexpected blank display anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. The customer declined to troubleshoot for the blank display. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.